Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to conductor lead fracture. During routine follow up, isometrics were made and noise was seen when the patient moved his arm, as well as inappropriate pacing. Additional information revealed that the lead fracture was evident when an x-ray was performed, the patient is a swimmer and the physician thinks that this could be the main reason on why the lead was damaged. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.